Event description:
Consumer called and reported running some blood tests in their doctor's office. They felt readings were high when compared to the way they felt and the doctor's meter readings. Analysis run on clark error grid using competitive readings (30) as ref. Point vs. Bd reading (70) yielded data points in the d range of the grid, outside acceptable limits.